Event description:
The patient was seen in clinic for a follow-up appointment and reported that the pump pocket was uncomfortable. It was determined that the pump was flipped. The patient was last seen on (B)(6) 201 and the symptom occurred since that time; the actual date was unknown. The pump was used to deliver dilaudid and marcaine. Patient outcome and interventions were not provided; additional information has been requested and will be provided if further information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information was received from a consumer indicated the pump was not explanted due to normal battery depletion. The patient went into withdrawals and they removed the pump, but not the catheter. The pump was replaced and it was discovered the catheter was kinked. The pump had flipped "50-100 times" and the catheter looked like a telephone cord. The patient went back through withdrawals and they replaced the pump and catheter as well on (B)(6) 2014. The situation was resolved. Correction to initial report: the patient was last seen on (B)(6) 2014 (previously reported (B)(6)) and the symptom occurred since that time; the actual date was unknown.